Manufacturer narrative:
The investigation of positioning issues has been completed. The impella device was not returned for evaluation. Positioning issues: the cause of the positioning issues most likely was due to patient movement since the issue occurred while the cath lab staff moved patient over from cath table to bed and patient abruptly sat up/bent legs and pump began alarming.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported that following impella cp placement the patient abruptly sat up and the pump came back across the valve. Attempts to wirelessly reposition the device were unsuccessful and the decision was made to replace the pump. There was no patient harm.